Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level reached 19.1 mmol (344 mg/dl), while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be bent. As treatment, a new pod was successfully applied and insulin was administered via manual injection.

Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. During investigation, a tear was observed on the right side of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from this observed tear. The exact timing and cause of this tear could not be determined.